Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out procedure, the left ventricular lead exhibited high impedance in the bipolar configuration when tested via the pacing system analyzer. The issue was resolved by programming to unipolar pace vector. The lead was connected to the new device and remained implanted. No patient symptoms were reported.